Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified radial vein. A 4.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured vertically in the middle part. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified radial vein. A 4.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 10 seconds, the balloon ruptured vertically in the middle part. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Updated: d4: lot number.